Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
A medical safety review was completed by baxter's clinical triage team and determined that when medications are infused at low flow rates, in this case between 0.5ml and 5ml / hour, when the pump cycling pauses, the back pressure from the patient will prevail and their blood will migrate into the tubing, especially if an infusion was being administered through the central line. Thus, this event is not indicative of a pump or tubing malfunction; rather; this scenario is likely to occur given the reported circumstances in addition to the low flow rate. However, backflow of blood in the set could predispose blood clot formation in the access tubing or in the vascular catheter and can result in an interruption in therapy. Although there was no blood loss or patient impact or injury associated with this event, under different circumstances, the reported event can result in critical patient harm and / or death depending on the medication being infused and the patient¿s condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that blood was backing up into the intravenous (IV) tubing during therapy in the intensive care unit, while a spectrum pump delivered epoprostenol (dose and programmed amount unknown) at low infusion rates (between 0.5ml and 5 ml/hr). There was no known patient injury or medical intervention associated with this event. No additional information is available.